Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received with the soft cannula partially deployed. The soft cannula measured below specification at 0.998 inches. Pod data indicated the device was deactivated once second prime was complete. No timeouts or drive stalls were present. The linkage assembly was observed to not be fully retracted before and after top housing removal. The formed needle was observed outside the bottom housing in the soft cannula. The soft cannula was observed to be bunched up on the form needle inside the housing indicating the chassis was incorrectly installed in the bottom housing. Damage was observed on the environment seal as a result of the needle attempting to deploy through it. No damages or deficiencies were observed on the housing. The needle mechanism was reset and redeployed. The device performed as intended with the linkage assembly and slide retract fully deploying and retracting. The cause of the reported event can be attributed to the incorrect installation of the chassis in the sub assembly.